Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, atrial fibrillation occurred. Target lesion was located in the mid right coronary artery with 70% stenosis and was 12mm long with a reference vessel diameter of 3.50mm. The lesion was treated with predilatation, placement of a 3.50 x 18/20mm study stent, and post dilatation with 0% residual stenosis. The patient was discharged a day later with aspirin and clopidogrel. On (B)(6) 2013, the patient was presented with atrial fibrillation and was treated with medication. The patient is not recovered and the event is not resolved.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).